Manufacturer narrative:
Section h4: corrected data manufacturer¿s investigation conclusion review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The interruptions in pump function captured in the log file data occurred only while the system was connected to a tethered power source (mpu or power module) and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. The submitted log file data showed that a transient low speed/pump stoppage event was captured on (B)(6) 2019, resulting in low speed advisory/hazard and low flow hazard alarms. A subsequent low speed event with a reduction in pump speed down to 7960 rpm (1240 rpm below the low speed limit) was recorded on (B)(6) 2019, resulting in a low speed advisory alarm. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no evidence of damage. The metal braided shield showed several areas of moderate breakdown, which appeared consistent with over 1.5 years of use. Visual inspection of the underlying wires showed that they were moderately kinked near the terminus of the distal end bend relief but were otherwise unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Additional log file data submitted following the driveline replacement showed that several low speed events and two momentary pump stoppages were captured on (B)(6) 2019 while the system was tethered on an mpu, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power up to 11.1 watts. The patient was issued an ungrounded patient cable for tethered power support with no further low speed/pump stoppage events since. The patient was later readmitted to the hospital and the account reported on (B)(6) 2019 that the plan was for the patient to stay in the hospital until transplant as status 2 upgrade for device malfunction (captured under regulatory report number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 12jun2019: it was reported that the clinical team suspected additional pump stops on (B)(6) 2019 and (B)(6) 2019. The manufacturer's technical service representative reviewed the log file and observed multiple pump stops on (B)(6) 2019 while the device was connected to the mobile power unit. No pump stops were seen on battery power.

Manufacturer narrative:
Approximate age of device- 1 year, 8 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced pump off alarms on (B)(6) 2019 and low speed operation upon interrogation of the device. The manufacturer's technical service representative reviewed the log file and observed 2 pump stops and 3 low speed hazards on (B)(6) 2019. These issues occurred while the device was connected to mobile power unit (mpu). X-ray showed area of concern in the internal portion of driveline. The patient underwent driveline repair on (B)(6) 2019. The patient will be monitored for a short period and will be discharged if there is no additional alarms.